Event description:
Inflammatory reaction [inflammation]. Increased white blood cell (wbc) [white blood cell count increased]. Increased c-reactive protein (crp) [c-reactive protein increased]. Increased red blood cell sedimentation (esr) [red blood cell sedimentation rate increased]. Presence of micrococcus and corynebacterium colony nos [bacterial test positive]. Increased neutrophil [neutrophil count increased]. Increased monocytes [monocyte count increased]. Case description: spontaneous report received on (B)(6) 2009, from a rheumatologist regarding a (B)(6) male, initials (B)(6). The patient's medical history includes gonarthritis, hypertension, hypercholesterolemia and meniscectomy (1998). In 2007, dates unspecified, the patient received the first series of synvisc injections without any incidents. On (B)(6) 2009, the patient received the second series of synvisc injections in the right knee for unilateral stage ii arthrosis as indication. Synvisc was administered via intra-articular route at a dose of 2 ml one week apart without difficulties. On (B)(6) 2009, during the night, the patient experienced knee pain and knee effusion. On (B)(6) 2009, the patient was seen by the rheumatologist, who diagnosed an inflammatory reaction consisting of pain and effusion in the right knee. There was no sign of general inflammation. A corrective treatment was started consisting of brexin (piroxicam betadex)20 mg/day and ice-pack was recommended. On (B)(6)2009, a second visit was performed, the clinical signs were still present despite the corrective treatment. On (B)(6) 2009, a knee puncture was performed and 110 ml was withdrawn, described as inflammatory. The results of the analysis are not yet provided. The results showed increased leukocytes (white blood cell count) of 11800/mm3, increased sedimentation rate (red blood cell sedimentation rate) of 33 and increased c-reaction protein (crp) of 53. On (B)(6) 2009, the next visit was planned. The second and the third synvisc injections were not performed. As of the date of receipt of this report the patient was not yet recovered. The physician did not assess the intensity and the relationship between inflammatory reaction and synvisc treatment. On (B)(6) 2009, the investigation summary was received. The production and quality control documentation for lot #p0906, with expiration date 11/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional information was received on (B)(6) 2009 from the rheumatologist. The results of the analysis for the knee puncture performed on (B)(6) 2009, showed that red blood cell count (rbc) was 1980, white blood cell count was 17000/mm3, neutrophil was 73%. The results of the analysis also evidenced the presence of two bacterial colonies: micrococcus and corynebacterium. The patient's laboratory blood tests performed on the same day evidenced inflammatory reaction: hyperleukocytosis. The results showed increased leukocytes of 11800/mm3, increased neutrophil of 7776/mcl, increased monocytes of 1050/mcl, increased sedimentation rate (red blood cell sedimentation rate) of 33 and increased c-reaction protein (crp) of 57mg/l. On (B)(6) 2009, the second knee puncture was performed because the physician suspected cutaneous contamination of the last puncture. The results of the analysis showed that the white blood cell count decreased to 6200/mm3 and no germs were found. The physician prescribed chrono-indocid (indometacine) 74mg twice a day and then altim (cortivazol) injection on (B)(6) 2009. As of the date of receipt of this report the patient was not yet recovered. The physician assessed the reported events as moderate in intensity and definitely related to synvisc treatment. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Additional information was received on (B)(6) 2009 from the rheumatologist. The results of the analysis for the knee puncture performed on (B)(6) 2009, showed that red blood cell count (rbc) was 1980, white blood cell count was 17000/mm3, neutrophil was 73%. The results of the analysis also evidenced the presence of two bacterial colonies: micrococcus and corynebacterium. The patient's laboratory blood tests performed on the same day evidenced inflammatory reaction: hyperleukocytosis. The results showed increased leukocytes of 11800/mm3, increased neutrophil of 7776/mcl, increased monocytes of 1050/mcl, increased sedimentation rate (red blood cell sedimentation rate) of 33 and increased c-reaction protein (crp) of 57mg/l. On (B)(6) 2009, the second knee puncture was performed because the physician suspected cutaneous contamination of the last puncture. The results of the analysis showed that white blood cell count decreased to 6200/mm3 and no germs were found. The physician prescribed chrono-indocid (indometacine) 74mg twice a day and then altim (cortivazol) injection on (B)(6) 2009. As of the date of receipt of this report the patient was not yet recovered. The physician assessed the reported events as moderate in intensity and definite related to synvisc treatment. The production and quality control documentation for lot #p0906, with expiration date 11/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.